Event description:
It was reported that the patient presented to the clinic with a driveline fault alarm. It was noted that they were a severe non-compliant patient and had gone many months without a routine clinic visit. The patient had been applying electrical tape along their driveline for driveline tears. At the patients last visit rescue tape was applied however the patient was not on anticoagulants (ac) and had not had an echocardiogram for a year at that point. It was suspected that the patient may need a full driveline revision due to fully exposed wires past the yellow braided cable. Log files were submitted for review and captured driveline power fault alarms starting on (B)(6) 2024 at 7;43 am until 10:18 am. The system controller and modular cable were replaced with new equipment and the alarms resolved. Related manufacturer reference number: 2916596-2024-04191 (system controller). Related manufacturer reference number: 2916596-2024-04192 (modular cable).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the pump cable portion of the patient¿s driveline was confirmed via the submitted image. Although a specific cause for the damage could not be conclusively determined, it did not appear to have contributed to an electrical issue. The submitted image captured tearing of the outer jacket of the patient¿s pump cable, at the terminus of the pump cable inline connector bend relief. The underlying armor layer was exposed, but no wires were visible in this location. The submitted log files contained no notable alarms and showed the system operating as intended. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.